Event description:
It was reported that an animal underwent an unknown surgery on an unknown date in 2021 and suture was used. During the procedure, the needle pulled off of the thread. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Events reported in 2210968-2021-10503.